Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. Surgical intervention was undertaken to explant and replace the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.